Event description:
Pt alleges that her mammogram dated 5/13/94 was considered "questionable" with dimpling and rippling in the right breast and her x-ray showed herniation or out-pouching. Pt alleges she noticed her breasts were not symmetrical and the right one was indented in a couple of places. Pt also alleges that upon removal both implants were shown to be leaking and the right was ruptured.